Manufacturer narrative:
(B)(4). Stroke and ischemia may occur during this type of procedure and as listed in the instructions for use. Stroke and ischemia are known potential adverse events associated with the use of the product. A definite cause for the reported patient adverse effects and the relationship to the product, if any cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. The xact stent (B)(4) is being filed under a separate medwatch report.

Event description:
Device issue: none. Adverse event: stroke. Onset of adverse event: during the procedure. It was reported that during the procedure, an xact stent was successfully implanted in the left internal carotid artery. Immediately after post-dilatation was performed, the patient experienced a stroke with right hemiplegia and global aphasia. No flow was seen through the filter at the time of symptom onset. Heparin and eptifibatide were given, the filter was removed, and the hemiplegia immediately improved. Aphasia continues but has improved. Hospitalization was prolonged. No additional information was provided.